Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred requiring a pericardiocentesis. Half of the anterior line was ablated when the impedance of the tacticath se rose to 200 ohms. The mean impedance of the left atrium of the patient was around 110 ohms. A few minutes after, the patient became hypotensive. A tamponade was found with the echocardiogram. A pericardiocentesis was performed and the patient stabilized. The physician alleges that the pericardium was perforated with the tacticath se.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. No manual resets were noted within the log files, ensite x contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ in addition, force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.